Event description:
It was reported that when the external pulse generator (epg) was powered on, a self-test error message was displayed. The biomedical engineer (be) removed the battery to clear the error and then powered on the epg. The epg powered on to the default settings and no error messages were seen. Technical services explained the error message and since the error had cleared, the be will place the epg back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).